Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and the issue relating to damaged tubing was observed in 3 of the tubes. Separately, 30 retention samples including the 3 damaged tubes were subjected to functional testing and no failures were observed. The root cause of the hole in tubing is a crash jam that occurred during the manufacturing process and, awareness of this complaint has been created within the business team, quality, operations and engineering departments. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342, batch no. 0301741. It is reported customer received wingsets with holes in the tubing. Received a voicemail from customer (B)(6) 2021. Customer states that they received several wingsets with holes in the tubing. Leakage did occur but no exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer¿ push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "material no. 367342, batch no. 0301741. It is reported customer received wingsets with holes in the tubing. Received a voicemail from customer (B)(6) 2021 . Called back customer. (B)(6) states that they received several wingsets with holes in the tubing. Leakage did occur but no exposure. Samples and photos are available. Customer stated they did not need tech services."